Event description:
An endeavor sprint stent was implanted in the lcx. Approximately 30 months post the index procedure, the patient suffered a myocardial infarction which was treated with medical management. The investigator has indicated the event was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).